Event description:
It was reported that revision surgery was performed due to mismatch in head & cup implant sizes. The patient was originally implanted with a 50mm bhr femoral head (packaged as color red) with a 56mm acetabular cup (packaged as color silver). The patient was revised to a 56mm acetabular cup (packaged as color red).